Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,e3,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 11/26/2025. An investigation was conducted on 12/01/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the heater wire. Charred tissue was observed on the base of the intact jaws. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test . The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000505444 history record review was completed. There was one(01) ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6) hospital.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not burning consistently. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. Troubleshooting involved using different cords. Unknown if pre-cautery test was performed. The beeping sound was heard when the toggle was pulled back to activate the device. It was intermittently working. Power set at 3. The procedure was completed with the same device. There was no delay. There was no patient harm.